Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) unit was prepared and used in accordance with IFU instructions. The reported issue occurred when the device was removed from the patient, at which time the sealant came out together with the device from the patient's body. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The mynx vcd used in cag. The device was stored according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the instructions for use (IFU). No difficulty was encountered during preparation. The device was not purged of air during prep and was removed from the packaging according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no significant resistance or excessive force during shuttling down, and no unusual force was applied during sheath retraction. No kinks were noted in the sheath or device after removal. The deployment button fully depressed, and no damage was observed on the button. The tension indicator was aligned with the markers on the handle halves before deployment, and the clock symbol was displayed following the first button depression. Vessel tortuosity was reported as little. Fingertip compression was maintained on the skin during removal of the device.the target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 5f non-cordis sheath was used. The device will be returned for evaluation.